Manufacturer narrative:
Performed visual inspection on returned sensor patch. No issues observed. Extracted data using approved software. Sensor was in state 5 (normal termination). Observed the sensor plug to be properly seated in mount. Removed the sensor plug assembly and performed visual inspection. No issues observed. No product deficiency was identified.

Event description:
Customer¿s father reported customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that for the last three months, customer has experienced ¿skin irritation¿. Caller noted customer had contact with a healthcare provider and was prescribed fusidic acid, an antibiotic. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that for the last three months, customer has experienced ¿skin irritation¿. Caller noted customer had contact with a healthcare provider and was prescribed fusidic acid, an antibiotic. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed, and no issues were observed. Extended investigation has also been performed. Data were extracted using approved software, and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer¿s father reported customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that for the last three months, customer has experienced ¿skin irritation¿. Caller noted customer had contact with a healthcare provider and was prescribed fusidic acid, an antibiotic. No additional treatment was required. There was no report of death or permanent injury associated with this event.